Event description:
A nurse reported that a peritoneal dialysis (pd) cycler being used in a hospital setting would not power up. In a follow up the facility manager explained that when the cycler was plugged into a wall socket, smoke came from the power cord. It was tried in a different socket and again smoke was seen. The cycler would not power on. There was no patient connected to the unit and there was no harm to anyone involved. A new cycler was issued. The cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.